Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the surgeon reported that the device would not fire. A second atw35 was used to finish the case. There was no consequence to the patient.

Manufacturer narrative:
H6; bent cartridge lockout tab. No conclusion could be reached on the analysis results as to why the instrument reportedly "would not fire during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.